Event description:
According to the reporter, pre-operatively, during the cycling process, the 60 tan reload was attached to the adapter normally without issues. The user performed the normal routine to get the green lights on the black handle; however, when the reload had its jaws shut, the green lights did not come on. The user tried to open the jaws again to redo the sequence close, open, and close, but the jaws would not open. The user attempted to remove the reload from the adapter with the intention of replacing it and starting the process over, but the reload would not come off the adapter. The user then had to remove the adapter from the black handle, which finally allowed the reload to be removed from the adapter. There was no patient involvement. Medtronic's evaluation found that the reload was partially fired with the interlock engaged.

Manufacturer narrative:
D10: concomitant products: sigphandle, sig power sigphandle handle (serial: unknown); unk-sigadapt, unknown signia egia adapter (serial: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the reload was loaded into a representative instrument (0779). The jaws fully clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was unable to perform clamp test and difficult to load. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of device partially fired that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.